Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from france that during an unspecified surgical procedure it was observed that the sagittal saw with key device slipped out of the surgeon¿s hand, and a piece of plastic came off at the cap attachment. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The sagittal saw with key device was evaluated and the reported condition that when the device slipped from the surgeon's hand, a piece of plastic came off at the cap attachment was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed the device gad a cracked/damaged housing ¿ gap, the device would not run, the device failed the leak tightness test, and component damage. It was further determined that the device failed pretest for general condition, leakage test, check roundness of the housing, check fitting of the lid, check the wear on housing, check the function of the device, and check oscillation frequency. The assignable root cause of these conditions was determined to be traced to user, which is user error.